Manufacturer narrative:
10/06/2015 09:55 am (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture the t.w. Power supply returned with products from related complaints - (B)(4).

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the distributor on (B)(6) 2012 which places the approximate usage life at three years, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (Hemopro power supply product specification (B)(4). The device was returned to the factory for evaluation. There were some signs of clinical use and no evidence of blood. The device showed signs of wear at the connector where a small crack was observed. The device serial number is (B)(4) and the manufacture date is 31-march 2010. The device was sold to the distributor on (B)(6) 2012, which makes the approximate age of use 3 years. The device was evaluated for its electrical function according to the service manual (mcv00009931 rev a) section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, however no tone was heard during testing, this was not reported by the account. The results of the test are as follows: 5.50 vdc; low current 4.01 amps dc; high current 6.03 amps dc; based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture the t.w. Power supply returned with products from related complaints, trackwise autonumbers: (B)(4) (internal record #(B)(4) and (B)(4) (internal record #(B)(4)).